Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead; product ID 977a260 lot# serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 31-may-2020, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(4), ubd: 31-may-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that patient reported she will be getting replacement ins soon because of the trouble she has been having with the implant. Patient she always have trouble with charging the implant, ins charges slow. Patient reported she has lots of pain where the ins is located and if she lay on that side, it will be bruise like a baseball size bruise. Patient stated she uses therapy all the time and therapy is tremendously helpful. Patient stated she has severe pain on the ins area since the incision healed if anything rubbed over ins area it causes pain. Patient stated the therapy helps and she stumble and fall without therapy.  Patient reported the leads came loose from the ins and they could not get the setting to change.